Event description:
The nurse reported a broken twist clamp with the transfer set. It was noted that the occluder feet of the transfer set broke off the transfer set, thus allowing the free flow of solution with the clamp in the closed position. The home pt clamped off the tubing of the set and reported to the unit. The rn reported that the pt was given prophylactic antibiotics. The set was changed with no further issues.